Event description:
The patient experienced a loss of therapeutic effect and was having accidents after a computerized tomography scan. The patient could no longer feel the stimulation. The patient did not turn off her device for the scan. The patient was able to increase the stimulation and was able to feel it. The patient planned to monitor her symptoms. The patient was re-directed to her physician. Additional information was requested.

Manufacturer narrative:
(B)(4).